Manufacturer narrative:
H6: investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photo for the reported complaints of blister leakage damage and without syringe from lot number 2061254 regarding material number 301866. The photographs confirmed the reported defects on the syringe. The investigating team has used the retention samples of lot number 2061254 regarding material number 301866 for investigating the reported defects. The samples were visually tested, and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported that 112 of the bd discardit¿ ii - 2-piece syringe experienced damaged causing blister leakage. 2 of 2. The following information was provided by the initial reporter: blister leakage.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: enter address information: (B)(6).

Event description:
It was reported that 112 of the bd discardit¿ ii - 2-piece syringe experienced damaged causing blister leakage. 2 of 2. The following information was provided by the initial reporter: blister leakage.